Manufacturer narrative:
A1: patient identifier updated. B3: data of event updated to (B)(6) 2022. D6a: implant date updated to (B)(6) 2020.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the patient experienced a transient ischemic attack. It was reported via social media that the patient had the watchman closure device implanted. At an unknown time post procedure, the patient experienced a transient ischemic attack. It was further reported that seventeen (17) months post procedure the patient experienced a transient ischemic attack. The patient was restarted on eliquis twice a day following this event.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the patient experienced a transient ischemic attack. It was reported via social media that the patient had the watchman closure device implanted. At an unknown time post procedure, the patient experienced a transient ischemic attack.